Event description:
It was reported that on two separate occasions, the ventilator had shut down with an audible alarm. It is unk if the ventilator was connected to a pt when the reported problems occurred.